Manufacturer narrative:
User reported a hypoglycemia event, which happened on 21 july 2025 at 3:00 am cst. No sensor glucose (sg) reading was available as user was not using the system because of "no sensor detected" alerts. The blood glucose (bg) value was 70 mg/dl. A review of the dms confirmed that user was not using the system. Ser didn't seek for medical treatment. User resolved the event by eating sugar. The user was advised to follow up with the hcp for further medical guidance. Since the system was not in use at the time of incident, no further investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 03:00 am where user's sg was unavailable due to the user not using the system and bg was 70 mg/dl. After dms review, it was confirmed the user was not using the system at the time of the event.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of the event because they were not using the system. User didn't seek for medical treatment and resolved the event by eating sugar. User's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.